Event description:
It was reported that during a percutaneous peripheral intervention a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous left superficial femoral artery. An unspecified 6fr parent sheath was used to approach from the right femoral and an unspecified guide wire was used to cross the lesion. The 5.0x20/135 (4f) sterling balloon was to be used for predilatation, it was inflated once and ruptured at 6 atms. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).